Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose which was 600 mg/dl and treated it insulin pump and manual injection. Customer stated that incorrect type of infusion set was sent to her by her distributor. Customer stated that they uses a longer needle and the one customer got had a shorter one. The pump will not be returned for analysis.